Manufacturer narrative:
The following devices were also listed in this report: x3 triathlon cs insert no 4 9mm; cat# 5531-g-409-e; lot# 3t4ttm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to instability. A cr femur and cs insert were revised to a ts femur and insert with stem and augments. Rep confirmed that no further information will be released by the hospital or surgeon.